Event description:
Olympus medical systems corp. (Omsc) was informed that the pt expressed pain and came to hospital the day after a colon polypectomy procedure. During polypectomy, the doctor stopped bleeding by using clips and completed the procedure since an error of the electrosurgical unit occurred shortly after he cut the polyp. After the pt came to hospital again, he got CT-scan. He turned out to stay in a hospital since the doctor confirmed a situation like air leak but couldn't decide whether perforation occurred or not. A week later, a nurse of the facility informed that the procedure succeeded and the pt was recovering by taking a course of antibiotics.

Manufacturer narrative:
The subject device was discarded by the user facility and it was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. Only the electrosurgical unit was returned and there were no anomalies. Also as the result of checking the manufacturing record of the same lot with the snare, nothing abnormal detected. Omsc assumes that it occurred as a complication of the procedure. This report is being submitted as a medical device report in an abundance of caution.